Manufacturer narrative:
Visual and microscopic evaluation of the suspect elca device found that the band was cleanly separated from the tip of the catheter. There were no broken or bent laser fibers on the distal tip of the device. There were no splits or cracks on the band. Cause of event cannot be determined with the information available.

Manufacturer narrative:
Patient age and weight could not be obtained from the site. Device has been requested for return but has not yet been received by manufacturer.

Event description:
A philips representative reported a coronary atherectomy procedure used for a coronary artery disease in the left anterior descending artery(lad). The elca (114-009) device was used for a shockwave in under deployed main stent and the tip of the catheter fragmented off. The tip of the catheter was retrieved and no patient injury occurred. A second elca device was used to complete the procedure.